Event description:
It was reported that the patient presented to clinic with complaints of high rates, the clinician noted a flutter rhythm with atrial blanking; intermittent loss of atrial sensing. The device was reprogrammed and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.